Manufacturer narrative:
Section a: patient information requested, information not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent low flow alarms, was asymptomatic, with stable labs and stable mean arterial pressure (map) in the 70 to 80's range. The patient's left ventricle (lv) was small and contractile. The inflow cannula was pointing towards the septum on an echocardiogram (echo). The patient had been getting intravenous (IV) fluids and holding diuretics; and was going to the intensive care unit (ICU) for swan/hemodynamic monitoring. The site was planning on switching the patient to the low flow system controller software that morning. Log files were sent for review and revealed the event log file had captured low flow events with flow noted as low as 1.9 liters per minute (lpm). Estimated flow hovering mainly around 2.4 to 2.5 lpm. The lower flows were likely patient related, as they were associated with elevated pulsatility index (pi) values. Additional information provided later on 21may2025 confirmed that the site installed the low flow software in the patient's primary and backup system controller(s).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported inflow cannula alignment issue could not be confirmed. Additionally, the review of the submitted log file confirmed low flow alarms. A specific cause for these alarms could not conclusively be determined through this evaluation. Furthermore, a direct correlation between the alarms and the inflow cannula alignment could not be conclusively established. The controller event log file captured events on 21may2025. Transient low flow alarms were active throughout the duration of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.